Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. The 75% stenosed, 3.0x20mm, target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use. A 2.5mm non bsc stent was placed in mid lad and there was circumferential calcification at the proximal part of that stent. After performing pre-dilatation,a 3.00 x 20mm synergy stent was deployed from the proximal lad, slightly overlapping the proximal part of the previously placed mid lad stent. No stent malapposition was noted with the synergy stent. During dilatation, the struts at mid to distal of the synergy stent were pushed and overlapping. An area of stent struts then had a difference in internal diameter and became thicker. Post-dilatation was performed with a 3.5mm balloon catheter from the proximal side and after a last check of the stent placement area, the ivus catheter got caught and stuck in the synergy stent. The ivus catheter was rotated more but it could not be removed. A guidewire in the circumflex was inserted in the lad main and the ivus catheter was removed successfully. Final checking was performed and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.